Event description:
Consumer reported complaint for high blood glucose test results and unknown error messages. The customer is concerned with test results from results obtained of 143, 133, 138, 135 and 135 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer am fasting and produced test result of 158 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/30/2023 and test strips were opened over one month ago. The meter memory was reviewed for previous test result history: result 1 : 143 mg/dl date: 03-11 time: 09:03 am fasting, result 2 : 133 mg/dl date: 03-10 time: 07:41 am fasting, result 3 : 138 mg/dl date: 03-08 time: 10:51 am fasting, result 4 : 132 mg/dl date: 03-07 time: 09:06 am fasting, result 5 : 135 mg/dl date: 03-06 time: 10:23 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-7. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 16-may-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.